Event description:
It was reported that a past line blocked event that had been caused by a bent cannula. It was noted that a cleo 90 infusion set had been inserted that morning on the left side of the abdomen. The issue was resolved through an infusion set change. The event did affect patient care but there was reported no injury to the patient. The patient was a non-hispanic or latina, female, born on (B)(6) 1979. The event occurred while in use with a patient and the operator of the device was the lay user or patient.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a leak and occlusion tests were conducted. No free flow was observed for the occlusion test. Upon further investigation found that the solvent membrane was observed in the tubing right before the buckle component. The complaint of an occlusion can be confirmed. The probable cause is due to a solvent application error during manufacturing.